Event description:
Customer reports protime inr 3.2 vs lab inr 5.19. Pt therapeutic range 2.0 - 3.0 inr. No report of adverse event, serious injury, or intervention.

Manufacturer narrative:
(B)(4). On 06/18/2009, customer reports device will not be returned for evaluation / investigation. Method - device was not returned by customer. DHR review was conducted. Results - DHR review did not reveal any prior complaints or ncmrs for this device serial number.